Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the antenna broke and will not plug into the pp. Patient said she needs to increase stim so she can void. Patient said she is having so many problems. Patient said if she increases stim so she can void it is too painful. Patient said the doctor she sees wanted to do surgery to move the device to the other side. Patient said the stimulation is hitting her rectum. Patient said the device is not working as good as she thought it would. Doctor listing was sent. No further patient complications are anticipated or expected as a result of this event.